Event description:
It was reported that during a da vinci si hysterectomy procedure, the user facility identified a loose wire at the end of the mega suturecut needle driver. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed a broken grip cable that was sticking out at the instrument's wrist. The idler pulley also exhibited rim damage. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.